Event description:
It was reported that during priming the rotaflow pump head gave an error code of "error head." When a new drive was connected to the rotaflow console a rapid increase to 10 liters a min was observed prior to shut off. Both units were removed from service. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The hospital will be performing service on the devices. A supplemental medwatch will be submitted if add'l info becomes available. This event is related to medwatch report # 8010762-2013-00184.